Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. During testing the ventilator was powered off and on, at that time an o2 message was displayed. The se replaced the o2 sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that while in use on a patient an 840 ventilator generated an oxygen (o2) out of calibration diagnostic message. The patient was not harmed or injured as a result of the event.